Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occured. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.